Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient was experiencing redness and drainage. Redness seen at post-op appt last week (may 15) and started on antibiotics then. Redness looked like a rash that was a reaction vs infection. On (B)(6) 2024 patient was seen in clinic. No allegation of infection and incisions were healing well. Additional information was received from the manufacturer representative (rep). It was reported that the patient has experienced issues with the incision healing. Last week patient saw md in the office. The incision over the ins was intact but there was 1 small area that looked to be a thin layer. Md used a cotton swab to apply pressure to the general area to see if there was any drainage and the cotton swab went through the layer of skin creating an open wound over the ins. System explanted fri aug 16. Pocket looked good per md, no drainage. No redness. Patient was out of the country for part of the period since the last update. Hospital policy is for explanted devices to go to pathology. They were made aware of the need for product to be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.